Manufacturer narrative:
Exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. It should be noted that the xience xpedition everolimus eluting coronary stent system instruction for use lists delivery system preparation to be performed prior to delivery procedure. Additionally, it states: deflate the balloon by pulling negative on the inflation device for 30 seconds. Confirm complete balloon deflation before attempting to more the delivery system. If unusual resistance is felt during stent delivery withdrawal, pay particular attention to guiding catheter position. The investigation determined the reported difficulties appear to be related to circumstances of the procedure as it is likely the instructions for use deviations of incorrect prep and insufficient deflation contributed to the reported difficulties. When the device is prepped inside the anatomy it eliminates the ability to ensure all air is expelled from the unit. The possibility of air remaining in the balloon can add to a prolonged deflation time. It should also be noted that the device was reportedly held negative for 15 seconds which is less than the required time of 30 seconds. One and/or both instructions for use deviations likely caused the reported difficulty to deflate. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
Exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. (B)(4). The stent remains implanted and the customer reported the delivery system was discarded. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was performed to treat a lesion in the proximal right coronary artery with mild calcification and 80% stenosis. Following pre-dilatation of the lesion, the stent of a 3.50 x 23 mm xience xpedition stent delivery system (sds) was successfully deployed at 16 atmospheres. The sds was not prepped (air aspirated) outside the anatomy prior to use. On attempted removal of the sds, the balloon failed to fully deflate despite negative being held for 15 seconds. The balloon was therefore inflated again for 30 seconds. The balloon fully deflated on the next attempt and the sds was simply withdrawn from the patient anatomy. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.